Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported the unit was charged overnight and the battery doesn't hold a charge. No alarm, device immediately dies. No time for device to alarm for low battery. No patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During this testing the unit was able to power on using ac power but did not power on using battery power. The device was not able to switch between battery and ac power without shutting down and the battery could not be charged. Ac power was used to verify the device operationally and functionally. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The battery was replaced and the unit functioned as designed a service history record review reveals that this unit was in the field for over 4 (4) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).